Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was intermittent. Right ventricular capture management weekly trend data shows average threshold measurements varying from 0.625v up to 1.75v, with some maximum measurements of greater than 2.5v.

Event description:
It was reported that the right ventricular (rv) lead exhibited variable capture thresholds. The lead remains in sue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.